Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 1101.2 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2017. It was reported the pump was empty. An empty reservoir occurred (B)(6) 2017 per the event logs. The reporter inquired why it stated on the telemetry that 45.1cc had been dispensed. The pump was being refilled on (B)(6) 2017. It was believed that the reason for the missed refill was the patient was non-compliant. The reporter will confer with the hcp. No symptoms were reported. No further complications were reported.